Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil and the remainder of the device were discarded at the user facility; therefore, a product analysis could not be performed. The instructions for use (IFU) identifies hemorrhage as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization procedure, an aneurysm rupture occurred while using a non-microvention coil. The coil was left in place to tamponade the bleed. An attempt was then made to place the hydrosoft 3d coil; however, the coil stretched during positioning in the aneurysm. During an attempt to retrieve the coil, it pulled out the first coil that had been implanted, causing the bleeding to start again and worsen. The coils were removed along with the microcatheter, which allowed the patient to bleed into the subarachnoid space for 2-3 minutes. The procedure was completed with another company's products. The patient is reported to be in a medically induced coma, and was in critical condition.